Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on a 81yrs old male patient. The results provided were: sid (B)(6), initial=210.2 pg/ml /repeated=7.7 and 8.4 pg/ml customer reference range for alinity troponin= < 34.2 pg/ml there was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and accuracy testing of alinity I stat high sensitive troponin-I reagent, lot 81566ud01. Review of tracking and trending for the linity I stat high sensitive troponin-I assay did identify slightly increase in complaint activity related to the complaint lot 81566ud01, however, no increase in complaint activity was identified for list number 08p13. Device history record review did not identify any non-conformances, potential non-conformances or deviations with the complaint lot and issue. Accuracy testing was completed with a retained kit of lot 81566ud00 (which contains the same bulk material as lot 81566ud01). All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labeling was reviewed and sufficiently addresses the customer¿s issue. Per product labeling, for mi diagnostic purposes, the alinity I stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. Based on the investigation, no system issue or deficiency of the alinity I stat high sensitive troponin-I reagent, lot 81566ud01 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I stat highly sensitive troponin-I results on an 81 yrs old male patient. The results provided were: sid: (B)(6) initial=210.2 pg/ml /repeated=7.7 and 8.4 pg/ml. Customer reference range for alinity troponin= < 34.2 pg/ml. There was no reported impact to patient management.